Event description:
It was reported that upon routine removal after 24 hours of use, the catheter separated with a portion left indwelling. There has not been a decision reached on whether or not to remove the retained portion of catheter. The pt has been discharged and had no other complications.